Manufacturer narrative:
Further analysis was performed on the battery flex. Visual inspection revealed considerable contamination and corrosion at the flex/contact interface surfaces. Bench testing noted an electrical continuity failure on the negative contact. The flex was then cleaned to reveal root cause. Conclusion: corrosive contaminant caused the circuit trace open circuit. Correction: this device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the generator sustained physical damage, both the upper and lower cases were broken. Analysis also found that the high rate cover, ring cover, five case screws, the ring cover screw, one side bail and the ring were missing, that three control knobs and two side bail covers were missing/broken and that the battery contacts and battery flex were contaminated. This device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
The external pulse generator was returned because it had been dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.